Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found blood in pim ad safety disk. The fse replaced the safety disk and pim. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) balloon ruptured inside the patient. Blood went through helium tubing into the machine. There was no harm reported.